Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a clave¿ neutral connector. The reporter stated that a line infusing sildenafil was found to be leaking. There was no report of patient harm.